Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2008. During the procedure, the pressure was going up and down and the balloon ruptured during the eight minutes of therapy. All fluid was accounted for and no adverse patient consequences were noted. The surgeon then continued the procedure with a different device.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.